Manufacturer narrative:
H3, code "other" - the device remains implanted. Therefore, an evaluation on the device cannot be performed. H6, investigation findings, code c21: gore is currently reviewing the manufacturing records associated with the device involved in this event. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015 this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. Between (B)(6) 2016 and (B)(6) 2018, follow-up computed tomography angiography (cta) and ultrasound imaging found the aneurysm had decreased from 52 to 42 mm in diameter. However, between (B)(6) 2018 and (B)(6) 2024, follow-up imaging revealed the aneurysm had grown from 42 to 54 mm. Also on (B)(6) 2024, a type 1b endoleak was found.

Event description:
On (B)(6) 2015 this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. Between (B)(6) 2016 and (B)(6) 2018, follow-up computed tomography angiography (cta) and ultrasound imaging found the aneurysm had decreased from 52 to 42 mm in diameter. However, between (B)(6) 2018 and (B)(6) 2024, follow-up imaging revealed the aneurysm had grown from 42 to 54 mm. Also, on (B)(6) 2024 a type 1b endoleak of the implanted gore® excluder® contralateral leg component plc (B)(6) in the right common iliac artery was found. Reportedly, the endoleak is believed to contribute to the aneurysm enlargement. Additional information reported to gore indicated that a follow-up will be performed in 6 months' time and no reintervention was currently planned.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to additional information received, the reported type 1b endoleak was found on the gore® excluder® contralateral leg component plc231200 / (B)(6), not on the gore® excluder® trunk-ipsilateral leg component rlt351416/(B)(6) as stated in the initial report with MFR# 3007284313-2024-03464, submitted 03-sep-2024. Therefore, the following sections have been updated: b5, describe event or problem: updated. D4: updated medical device details. G, contact office - manufacturing site: updated site address. G1, phone number: updated. H4 device manufacture date: updated. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak, aneurysm enlargement.